Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A hospital pharmacist reported that during a vitirectomy, there was a leak in the cannula between the metalic part and the plastic tube. It was noticed when the surgeon introduced the irrigation in patient's eye. The pak was changed to complete the surgery. There was no patient harm. Additional information has been requested but not received to date.